Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2015 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted in 2011. The physician reported that the patient already had tubectomy on 1 side (nos). Patient had essure inserted by reporter and the insertion went easy. She continued to use a contraceptive pill, and had no immediately complaints. After stopping, around ovulation and menstruation complaints (not specified). She also has coeliac disease and thought it came from that, she received medication for it but complaints stayed. An abdominal x-ray overview was done and showed no abnormalities. A tubectomy was planned; gynaecologist will report when it is performed and outcome. Correction based on information received at initial report ((B)(6) 2015): after a company internal review, case was considered non-incident. Follow-up from (B)(6) 2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on (B)(6) 2015: patient told she experienced pain complaints since the essure sterilization. Around ovulation and menstruation patient has lower right abdominal pain. Every month the pain is present twice. The pain stays as long as the menses lasts. Patient hasn't been operated yet so no outcome yet. Follow-up received on (B)(6) 2015 and additional information received on (B)(6) 2015: information received from patient states that she had essure removed on (B)(6) 2015. According to her, coils were easy to remove. Case is in follow-up for outcome. Case upgraded to incident. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced complaints around ovulation and menstruation. The reported event was considered serious due to medical importance and is listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur; in this case limited information was provided. Although the exact nature of the event was not specified, considering the positive temporal relationship and in the lack of alternative explanation, causality with the suspect insert cannot be excluded. This case was upgraded to incident since it was confirmed that essure was removed. In this case, neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information 24-nov-2015 it was reported that patient is pain-free and very content after removal of essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-nov-2015 for the following meddra preferred term: dysmenorrhoea. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment this medically confirmed, spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced complaints around ovulation and menstruation. The reported event was considered serious due to medical importance and is listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur; in this case limited information was provided. Although the exact nature of the event was not specified, considering the positive temporal relationship and in the lack of alternative explanation, causality with the suspect insert cannot be excluded. This case was upgraded to incident since it was confirmed that essure was removed. In this case, neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.